Event description:
It was reported that the patient was feeling a stimulation sensation even though the device was turned off. The patient was reprogrammed the day before this report, and the stimulation was turned off. The settings were also decreased to ¿0.0¿, but the patient was still feeling a light stimulation sensation. The stimulation had previously ¿shut off¿ right away after the patient turned off the device. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).